Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead body damage, insulation tear. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with the suture sleeve. The reported is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular (rv) lead had insulation issue. This lead appeared to have an insulation breakdown at the proximal end of the array electrodes near the yoke. During pre-operation check, x-ray showed stretching of the coils in the array electrodes. Upon opening the pocket, it was found to have exposed metal with a gray white viscus substance and the device pocket tissue near the area had a gray stained appearance. Physicians decided that the best option to do was to remove as much of the array as possible through the pocket incision and leave the remaining portion behind. This lead was explanted, and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead had insulation issue. This lead appeared to have an insulation breakdown at the proximal end of the array electrodes near the yoke. During pre-operation check, x-ray showed stretching of the coils in the array electrodes. Upon opening the pocket, it was found to have exposed metal with a gray white viscus substance and the device pocket tissue near the area had a gray stained appearance. Physicians decided that the best option to do was to remove as much of the array as possible through the pocket incision and leave the remaining portion behind. This lead was explanted, and a new lead was placed. No additional adverse patient effects were reported.